Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Initial troubleshooting could not be completed because the customer was not in front of the device, but information technology service had already verified that the network ports in the room were working. Once the customer was in front of the unit, olympus technical assistance support guided her through checking the network settings via the device menu. The issue was occurring while the unit was connected over wireless. Olympus technical assistance support informed them that wireless connectivity is not validated for the cv-190, and instructed them to connect directly to the room¿s network jack. The unit still did not show sv_dis or sv_con when connected via cable. Customer noted that the unit was not displaying images when connected with 180-series scopes. Multiple maj-1430 pigtails were tested. Olympus technical assistance support advised that information indicated that the socket issue required repair. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited a no image issue. The malfunction was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting and received a call from the customer reporting has a ke system that is getting sd con does not display error message. The customer said this is in room two. The issue was occurring while the unit was connected over wireless. Tac informed them that wireless connectivity is not validated for the cv-190, and tac instructed them to connect directly to the room¿s network jack. The unit still did not show sv_dis or sv_con when connected via cable. The customer reported they tested a second cv-190 unit (s/n 7634293) on the same network jack. This second unit immediately connected and showed sv_con. Both units had identical network settings (ip and values). Based on comparison testing, tac advised that cv-190 / 7634947 should be sent in for repair. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.